Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device overheated during recharge and the fan was not heard while the device was on. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.